Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following: the keypad cover was found to be peeling up from the ok button. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The up arrow and down arrow keypad buttons were hard to press and required increased force to engage. The keypad cover was removed and evidence of moisture exposure and contamination was found on the up arrow and down arrow key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim, faded, and discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole in it. The audio bolus button responded appropriately to button presses despite the cover damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.